Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on near battery compartment. Customer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.